Event description:
It was reported that prior to a procedure, there was an opening in the package. The device was not used.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.